Event description:
The surgeon reported via the senior clinical research associate that (B)(6) patient required a revision procedure due to aseptic loosening. The patient is a participant in (B)(6)clinical study.

Manufacturer narrative:
It was noted that medical records and pre-revision x-rays have been requested. Should additional information be received, it will be submitted in a follow-up report upon completion of the investigation. The event involves a device that is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding loosening involving an exeter. Low profile acetabular cup was reported. The event was confirmed. Medical records received and evaluation: a review by a clinical consultant concluded: given the combination of findings of loosening and wear, a problem with cup position might have been present causing impingement, subluxation or otherwise mechanical derangement. Such causes are usually procedure-related but due to lack of adequate information, especially early postop x-rays or retrieval analysis, such a cause cannot be established with the current information. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusion: a root cause could not be established based on the information available. Additional information such as post op xrays and device analysis are required to complete the investigation to determine root cause.

Event description:
The surgeon reported via the senior clinical research associate that a (B)(6) year old patient required a revision procedure due to aseptic loosening. The patient is a participant in stryker clinical study.